Manufacturer narrative:
(B)(4). Batch # t94e5k. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was returned and the blade tip damaged with gouge marks. However, the blade was not cracked. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad.

Event description:
It was reported that during a fibroid removal procedure, the team noticed on the screen that the tissue pad was separating from the clamp arm inside the patient. The doctor removed the device from the patient and the tissue pad completely fell off of the clamp arm outside the patient. A second like device was used to complete the procedure. There were no patient consequences reported.